Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis in the hoop. A visual inspection and microscopic analysis of the tip, and inner/outer shaft revealed that the outer shaft was separated 10.5cm and 21cm from the strain relief, and the inner shaft was stretched in between the outer fracture. The shaft stretching and outer shaft fracture that was noticed on the device are consistent with the device being removed from the shipping tube without being completely hydrated with saline. Inspection of the remainder of the device, apart from the damage observed revealed no other damage or irregularities.

Event description:
It was reported that the microcatheter broke. A 135/10 renegade hi-flo kit was selected for use. During unpacking, it was noted that the microcatheter was damaged. However, it was confirmed that the hypotube part broke. The procedure was completed with another of same device. No complications reported, and the patient was stable after the procedure.